Event description:
The customer alleged that during an anterior cervical discectomy and fusion the 9in kerrison fell apart. There was no harm to the patient.

Manufacturer narrative:
The customer informed us that the device is not available for return, the lot number is unknown, and it is unknown when it was purchased. Without pictures of the device, the device itself, or a lot number an investigation cannot be thoroughly completed. Based on the information provided, no further actions is required. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or information pertinent to the investigation, a follow up report will be submitted. User facility report received report# 0100230000-2022-8004.